Manufacturer narrative:
The field service engineer (fse) helped the customer troubleshoot the leak. The customer replaced the filters per fse instruction. Replacing the filters repaired the leak. (B)(4).

Event description:
The customer reported a clear leak from the coulter act diff analyzer. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.